Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's mother stated that five days after the sensor was applied, it fell off and a red skin reaction, located under the patch was noticed. Patient's mother reported that the patient began experiencing skin reactions approximately one year into use of the dexcom. The patient usually experienced reactions that included itching, redness and raised skin. Patient experienced reactions while using skintac and tegaderm, applied to help with sensor adhesion. Currently, patient was only using grif-grips and reactions were isolated to just under the dexcom sensor adhesive. Patient has also previously experienced cellulitis while using both the dexcom and their insulin pump. The affected area was treated with triamcinolone acetonide cream, prescribed during a visit with the patient's doctor. Date of doctor visit is unknown. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.